Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the damaged oxygen sensor, which resolved the reported issue. The ventilator passed self-testing.

Event description:
Report received of a damaged oxygen sensor. The ventilator was not on a patient at the time of the event.